Event description:
A home health care nurse reported having done meter to hcp meter comparison testing for the pt. The tests were minutes apart. The patient's meter reading was 148 mg/dl, and the nurse's meter (accucheck) had a reading of 209 mg/dl. The pt did not have any symptoms. Control solution testing was not done due to unavailability of supplies. A follow up contact was made with the pt, and training was given. No harm was alleged. Attempts to contact the reporting nurse for follow up information have not been successful.